Event description:
Customer reported air bubbles and gaps in the system, specifically within the tandem mobi cartridge during pumping. There was no adverse impact to the customer's blood glucose level. After addressing the issue, the caller was able to resume insulin therapy successfully, and acknowledged understanding of the resolution.